Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that medication leaked at the plunger end of a bd 3 ml syringe luer-lok¿ tip. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the returned units and could not identify any manufacturing related defects. Two actual samples filled with solution without packaging, one actual sample without packaging and one actual sample in open packaging were returned for investigation. The samples were subjected to visual inspection. No leakage was observed from the two actual samples filled with solution. All four samples were subjected to leak test and all the samples passed the leak test. Investigation conclusion: the root cause of the reported issue could not be determined. Customer complaint trends are evaluated on a monthly basis.